Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7080245.

Event description:
It was reported that the patient was experiencing inadequate stimulation. X-ray was taken wherein lead migration was confirmed. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was kept by the facility.